Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated they had called the patient to inform them of a correction in their results from indetermined to positive for their test performed on (B)(6) 2022. On (B)(6) 2022, the patient stated they had retested again on (B)(6) 2022 and had received a negative test result. Additionally, the patient claimed they believe the indetermined result was due to poor instruction and observation from the test site specialist while conducting the patient's sample collection. They believed the correction of the positive result were inaccurate since they had also tested negative two days after the positive test. There was no impact to patient management reported. Event initially reported under 3005248192-2022-00299. This MDR is being reported against the second lot number discovered during investigation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 was performing outside of established design performance specifications based on the elements reviewed in this section the amplification curves for the specified and available sample ids (sids) reporting discrepant results were analyzed. The amplification curves of the samples appeared as expected. The curves which generated a positive interpretation exhibited normal sigmoidal amplification. The sensitivity for the sars-cov-2 assay varies between platforms. If the alinity m sars-cov-2 assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample may receive a positive interpretation using the alinity m platform but may receive a negative interpretation using the competitor platform with less sensitivity. Quality data review: device history record / batch record review the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot and respective components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria and passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 (including the components) was performed to identify any records that were potentially related to the reported complaint. The CAPA review did not identify any records related to the reported issue for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 and respective components. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket under investigation, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892. The complaint history review identified no additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522892. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency was not identified for alinity m sars-cov-2 amp kit (list 09n78-095) lots 522892.